Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) experienced handling difficulty during the change-out/explant procedure, because the left ventricular (lv) lead was stuck in the port of the device. The silicone cover was removed to reveal that the setscrew was completely retracted, yet it was still not possible to remove the lv lead. After more intense but careful traction the lv lead popped out of the device. The device was explanted and replaced. The lead was reused. No patient complications have been reported as a result of this event.